Event description:
It was reported that the micro reciprocating saw ran without user activation during a foot procedure. A back-up device was used to complete the procedure with no patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Corrosion was discovered within the motor, bearings, and press plug.